Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced kinked tubing. The following information was provided by the initial reporter: pt was receiving blinitunimab continuously through tubing prepared by pharmacy. Pump did not alarm occluded, but blood backflowed from patient's PICC line when tubing was kinked, and in 2 spots the kinked tubing looked like the tubing was soft and I was concerned about the integrity of the tubing. The 2 spots that kinked were part of the .2 micron filter that was attached to non pvc tubing (not part of the non pvc tubing itself).

Manufacturer narrative:
Investigation summary: one photo was returned by the customer, however, the picture was only of the product label and lot. A photo of the reported failure was not provided. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e, lot number 21059519 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.